Event description:
Medtronic rep reported the monitor on the site's stealthstation treon navigation system flashed to a black screen. Initially, the issue occurred right after loading images prior to surgical use. Site adjusted monitor cable and this temporarily resolved the issue. During registration, the monitor display went black again. Site adjusted the cable again and were able to complete the registration and surgery. No harm to the pt occurred, surgery completed successfully.

Manufacturer narrative:
A medtronic rep went to the site and tested the system. She tightened all monitor connections and could not replicate the issue.